Event description:
It was reported that a malfunction occurred with the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump and assisted in doing so, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue happens again.